Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test and unable to prime during prime/delivery test due to faulty force sensor resistor. Motor passed motor test. Pump received with cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, cracked reservoir tube and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received excessive motor error alarms. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; customer was able to complete rewind process. Alarm history showed no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.